Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6) 2013 due to patient allegations of pain, inflammation, metal poisoning and metallosis. The head, cup, and taper were removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports that a right revision procedure occurred on (B)(6), 2013 due to patient allegations of pain, inflammation, metal poisoning and metallosis. Revision operative notes from (B)(6), 2013 indicate erosion of the gluteus medius off the anterior half of the greater trochanter with metallosis consistent with alval (aseptic lymphocytic vasculitis associated lesions) from a metal on metal cup head construct. Operative reports also state the cup was loose and dislocated inferiorly. The modular head, acetabular component, and taper adapter were removed and replaced. Surgeon performed an irrigation of the joint. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-02471 / 02473).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.